Event description:
It was reported that before use, the intra-aortic balloon pump (iabp) accessory, EKG cable isn't working, needs new cable. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country, event site mail), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: e3. Additional customer contact phone: (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Event description:
It was reported that the intra-aortic balloon pump (iabp) accessory, EKG cable isn't working, needs new cable.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.